Event description:
It was reported that the subject device stopped working and said incomplete cycle. This occurred during a laparoscopic hysterectomy, the procedure was completed with a different device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information reported by the investigator. Updated fields: d8,d9,h2,h3,h11 corrected fields: h6 (investigation findings, investigation conclusions) the device was returned to olympus for inspection, product analysis was performed, and the reported failure was confirmed, no seal cycle was able to be completed in any trial. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint was cause traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device stopped working and said incomplete cycle. This occurred during a laparoscopic hysterectomy, the procedure was completed with a different device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2,h3,h4,h6,h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, therefore, no product analysis was performed, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device stopped working and said incomplete cycle. This occurred during a laparoscopic hysterectomy, the procedure was completed with a different device. There were no reports of patient harm.